Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis. The following day, the patient began treatment with vancomycin injection (1gm every 5th day, discontinued) and heparin injection (2000 units, discontinued) for the event. Five days later, the patient was treated with meropenem injection (1gm, discontinued) for the event. The patient was discharged eight days after admission. At the time of this report, the patient recovered from the event. Pd therapy was ongoing.